Manufacturer narrative:
Investigation is ongoing. At the completion of the investigation, a supplemental report will be filed. (B)(6). (B)(4).

Event description:
A customer from (B)(6) reported that after loading samples on the cobas 6800 instrument and starting a run, a rack with four covid-19 samples did not stop at the end of the error lane and was hanging outside of sample supply module. This caused two tubes of samples to fall on the floor and spill the sample materials. The operators left room and followed internal decontamination procedures for spillage of potential biological hazardous materials. After decontamination of the room and area, the samples were analyzed again on a different system. Both sample generated negative results for sars-cov-2 when later tested on a different system. No harm was reported.

Manufacturer narrative:
The belt received from the customer site was analyzed and it was found out that the belt broke exactly at the joint of the belt, which indicates a manufacturing defect. Due to no other findings of this type, the manufacturer of the belt considers this occurrence to be a single error. During the series production process of the sample supply module, no damaged belts have been noticed. All belts in the warehouse were also checked and showed no defect. The problem was fixed by service actions (fse). The defective belt was replaced on the customer's system. Afterwards, the instrument performed as specified. ----------------------- (B)(4).